Manufacturer narrative:
This report was initially submitted to the (B)(4) on (B)(4) 2016 rather than the (B)(4).

Event description:
Patient reported in (B)(6) 2015 that the implant's performance was intermittent (the patient had not been seen since 2012). On (B)(6) 2015 envoygram and sensor diagnostic tests were not performed, however the feedback test was within range and max gain was 40/40. Device was reprogrammed and appeared to be doing well until (B)(6) 2015 when the patient reported the device suddenly stopped working. On (B)(6) 2016 testing indicated esteem driver performance is not satisfactory.